Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, g3, g6, g7, h2, h4, h6 (type of investigation, investigation findings, investigation conclusions), h10, h11. Corrected field: g1 (contact person ¿ mfg site).

Manufacturer narrative:
Testing of actual/suspected device (10/213): the getinge field service engineer (fse) found the cable assembly from 9 volt battery to critical alarm board to be the fault. The fse resolved the issue by replacing the fault cable and confirmed the alarm emitted sound. The fse performed a full pm with calibration, functional and safety checks to meet factory specifications. The iabp was then released to the customer and cleared for clinical service. A supplemental report will be submitted upon completion of our investigation. The initial reporter named is a getinge employee who has different contact details from that of the event site. A contact person at the event site is (B)(6).

Event description:
It was reported that during a preventative maintenance (pm) service repair performed by a getinge field service engineer (fse), the cardiosave intra-aortic balloon pump (iabp) critical alarm failed to emit alarm sound when the pressing the test button. There was no patient involvement, and no adverse event reported.